Event description:
A nurse contacted baxter (B)(4) regarding a leak with a minicap transfer set. There was leakage from the twist clamp of the transfer set, after the product had been in use for 5 days. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. A sample evaluation was performed. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. No manufacturing abnormalities were noted during visual inspection.